Event description:
It was reported that cartridge alarm 20 occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged replacement pump.